Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that at the beginning of the operation, the surgeon made the first incision to insert the trocars, using monopolar mode. Flames appeared on the operative field drape. The distance between operating site and the spot where flames appeared was approximately 20 to 30 cm, between the left groin and navel. The tip and tube of the insufflator for co2 were laying on the operating site, awaiting to be connected to the adaptor of the internal tube to be inserted in the trocar. The field was not wet and there was betadine on the operating zone only, but not on nor under the operating field, or anywhere near the spot where the flame appeared. The pt's returned pad (a non-covidien product) was on the pt's left thigh external side. There was no pt injury and the flames were extinguished with cold water. The operator changed the cable and the pad. Generator was set at 30w.